Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was depleting quickly and jumping up unexpectedly. Reportedly, the pump battery depleted fully from 70% within 4 hours and shut off. Customer reported blood glucose level was not impacted. It was confirmed the customer was able to reload a cartridge onto the pump and resume insulin delivery. Reportedly the customer will continue to use the pump until the replacement pump is received.